Manufacturer narrative:
On 6/28/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
2 of 2 reports. Customer initially reports the mallet head swung off during surgery and hit one of the technicians. On (B)(6)2017 customer reports technician was not harmed.

Manufacturer narrative:
8/8/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - 2 bone mallets returned showing no unusual markings, head broken off, severe damage, staining and scratch markings upon further investigation it is noticed that the instrument is heavily damaged and the head is broken off at the weld. Without knowing how the instrument was handled or how much pressure was used , the cause of the complaint is undetermined. The instruments were found to be damaged/worn. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
Corrected field: g6 (follow-up #) there is a mistake in the "follow-up #" field (g6). It was sent as follow-up #2 instead of follow-up #1. This report is to make the correction in g6 field.

Event description:
N/a.